Manufacturer narrative:
Investigation: the complaint was investigated for an artifact showing when the z6ms transducer cable is flexed; the customer also claimed they saw an "error code acquisition 40" when cable is flexed. The transducer was returned, and an investigation was performed. The "error code acquisition 40" could not be reproduced during investigation. It was found that the cause of the image artifacts on the transducer was coaxial cable manufacturing issue, which is being addressed through a CAPA. This transducer was manufactured prior to the corrective action. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient was put under anesthesia prior to undergoing an open heart surgery. During the surgery, the doctor noted that when the cable was flexed, a lightning bolt artifact appeared on the image. Subsequently, the transducer intermittently prompted a usacquisitionhw_40 error message. The doctor rebooted the system and the functionality was restored. The surgery was continued and completed with the same ultrasound system and transducer. There was no patient adverse event reported. No additional information was provided.